Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A conclusive cause for the reported patient effects of hypotension, air embolism, and cerebrovascular accident (cva), and the relationship to the device, if any, cannot be determined. It should be noted that the reported patient effects air embolism, hypotension, and stroke (cva), are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issues with respect to manufacture, design or labeling.

Event description:
This is filed to report air located in the left ventricle and post procedural cerebrovascular accident. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) and clip delivery system (cds) were advanced without issue. The first clip was deployed and the mr was reduced to 2+. After the cds was removed, the patient experienced hypotension. Medication was given and after several minutes, blood pressure stabilized. A second cds was advanced to the mitral valve, however when positioning the cds in the left atrium/left ventricle the patient experienced hypotension again. Echocardiogram revealed presence of air located in the apex of left ventricle. Blood pressure returned to normal after several minutes and remained stable for the remainder of the procedure. The second clip was implanted reducing mr to 1-2. After the procedure, the patient was sent to coronary care unit (ccu) for observation. There was a clinically significant delay during the procedure. It is unknown what exactly caused the air entrapment. After the procedure, on the same date, the patient suffered a cerebrovascular accident (cva). The patient was kept for observation and CT scans were performed, and no abnormalities were noted. The patient is stable. No additional information was provided.